Event description:
It was reported that this right ventricular (rv) lead was revised due to an unknown reason. A surgical intervention was performed, and the lead was removed and replaced. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was revised due to an unknown reason. A surgical intervention was performed, and the lead was removed and replaced. No additional adverse patient effects were reported.